Manufacturer narrative:
Corrected data: upon further review, it was noted that in the follow-up 1 MDR section h6, incorrect health effect - impact code: 4625 unplanned vitrectomy and health effect - clinical code 2639 - capsular bag tear were entered. The previously coded vitrectomy and capsule tear do not apply as they occurred prior to lens insertion. Therefore, this supplemental filing is to correct the health effect codes that were incorrectly reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received after the initial emdr was submitted and the following fields were updated accordingly: section b-5 describe event: it was originally reported the iol was explanted from the patient's operative eye in a separate surgical procedure. Through follow-up additional information was received stating two (02) drops of ophthetic were placed into the operative eye. The patient was then prepped and draped in the usual sterile fashion. The (betadine) rinse was placed into the eye. A lid speculum was then placed in the eye to hold the eyelids open. A 2.8 mm keratome was then used to enter the anterior chamber at the temporal limbus. The anterior was then deepened with vitrax, a second incision made at the 3 clock hours to the left with a #15 blade. A capsulotomy needie was then used to perform a continuous curvilinear capsulorrhexis. Hydrodissection was performed with 2ml of bss on an irrigating cannula. After adequate hydrodissection, hydrodelineation performed. The phacoemuisification tip was placed into the eye and the nucleus was removed using the divide and conquer technique using (0.3) minutes of ultrasonic time. Any remaining cortical and nuclear material was then removed with the irrigation-aspiration unit. The posterior chamber was inspected and there was noted to be a rent in the posterior capsule with vitreous in the anterior chamber. An anterior vitrectomy was then performed with mechanical vitrectomy unit, the ciliary sulcus deepened with viscoelastic. A za9003 lens was then inserted into the ciliary sulcus and the lens was gently dialed through the barrel and into the ciliary sulcus. The front haptic was broken find it was not possible to center the lens. The wound was opened for 5mm with the diamond keratome. The lens was grasped with forceps and removed through the enlarged incision. The anterior chamber and ciliary sulcus were again deepened with viscoelastic a new za9003 lens was then inserted through the enlarged incision into the ciliary sulcus. Lens was rotated into place and appeared well-positioned. There was no vitreous in the anterior chamber. Miochol was injected into the eye to produce pupillary miosis. 3 interrupted 10-0 nylon sutures were then placed to secure the wound, the knots were buried. The viscoelastic was removed with the irrigation-aspiration handpiece. The wound was then hydrated with bss. The wound was checked and noted to be watertight. The wire lid speculum was removed. A shield was placed over the operative eye. The patient tolerated the procedure well without complication and left the operating room in good condition. No further information is available. Section b-7 additional text: cataract sufficient to account for decrease in vision and interfering with the patients reading or driving or other dally living activities. The following patient codes were updated based on the information received through follow-up: section h-6: health effect - impact code 4629 iol explant is no longer applicable as the iol was removed and replaced during the same procedure. Section h-6: health effect - clinical code 1845 eye injury is no longer applicable as the iol was not explanted section h-6: medical device problem code 2993 is no longer applicable as it was clarified the iol haptic was broken. Section h-6 health effect - impact code: 4625 incision enlarged section h-6 health effect - impact code: 4625 unplanned sutures section h-6 health effect - impact code: 4625 unplanned vitrectomy section h-6 health effect - impact code: 4631 iol removal and replacement all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown as information was not provided. Best estimate was (B)(6) 2021. Catalog number: a complete catalog number is unknown, as product serial number was not provided. Device serial number: unknown as information was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI number is unknown as product serial number was not provided. Date explanted: unknown as information was not provided. The device was not received for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/ lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts are currently in process to contact the customer account requesting additional information regarding complaint however, to date no response has been received. Should additional information be received regarding this event the case will be reopened and processed accordingly. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye in a separate surgical procedure. No further information is available. No other information was provided.